Manufacturer narrative:
Insulin pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents and active currents. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Unit alarmed hardware low level failure alarm during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with cracked select button keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had crack on the center button. The customer's blood glucose value was 84 mg/dl. Customer states they receive a calibration not accepted alert and change sensor alert. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.